Manufacturer narrative:
Limited information was provided to manufacturer. Multiple attempts were made via telephone and email. Manufacturer is waiting on second reply from operator for additional information. It was stated in initial report, operator had a longterm exposure to the product caused from a spill from the drain. It is unclear as to how long this exposure was for and as to why the operator did not remove self from the spill area while clean up was occuring. It is also unknown if the operator was wearing proper ppe while handling the chemical as recommended by the manufacturer or the length of time the spill was not contained to allow a longterm exposure to occur as indicated by operator. Medivators is still waiting response to these questions. It is suspected the operator was not wearing the proper personal protective equipment and perhaps the spill was not promptly and/or properly cleaned up according to manufacturers recommendation. Medivators does have spill clean up documents available for cases such as this one. However, medivators was notified of the spill after the fact by a third party, chemtrec. Based on the information that was provided by the operator, it is suspected the spill was contributed to a facility drain issue. Medivators aer units require draining connection by the facility. The unit drains from the machine into the facility drain. If this is not correctly connected or aligned properly, draining issues may occur and allow backflow or used solution to spill on the facility floor behind the machine. There was no indication this spill was caused from an internal machine leak and the unit operated to specification. Upon receipt of additional information, medivators will review and determine if further action is needed or if a supplemental report is necessary. Consumable device, not available.

Event description:
(B)(6) report received (B)(4) 2013 stating: inhalation exposure for an extended period of time. Operator loss consciousness and symptoms included headache, nausea, nose bleed, vomiting and tightness in chest.